Event description:
The source literature reported that this patient received a subcutaneous implantable cardiac defibrillator (s-ICD) system following resuscitation from a sudden cardiac death event. Four months following the s-ICD implant, suture dehiscence and inflammation surrounding the s-ICD electrode. It was hypothesized that an infection was present, but blood cultures were consistently negative for bacterial presence. Anti-biotic therapy was initiated regardless, but the inflammatory symptoms persisted. The s-ICD system was subsequently explanted and replaced with a transvenous boston scientific device and leads. Microbiology results from the explanted s-ICD system tested negative for bacteria. Five months following the transvenous implant, the patient was readmitted due to wound dehiscence and inflammation. A systemic infection was excluded and the transvenous system was explanted. Negative microbiological results were again found upon testing the explanted system. The physicians suspected that the patient was experiencing an allergic hyper-sensitivity resulting in device rejection. Allergy patch testing was performed and the patient was prescribed topical corticosteroids to resolve the skin symptoms but the symptoms returned shortly thereafter. Despite the inconclusive results, the physician elected to implant a custom made gold-coated implantable cardiac defibrillator system to resolve the event. The patient has currently had the gold-coated device implanted for three years with no evidence of allergic reoccurrence. The explanted s-ICD and transvenous ICD were not returned for analysis. The patient was stable with no additional adverse effects.